Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cds practices (please see b5) and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user: - flushing was not performed for steel wire channel at every reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that deviations in the device reprocessing caused the event. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where the start of precleaning was not delayed after the procedure. Manual cleaning was not performed within an hour after the procedure, presoaking was performed. The forceps elevator was moved to raise and lower 3 times in water during aspiration. The forceps elevator was brushed and operated in the detergent solution. The forceps elevator was flushed appropriately. The distal end was brushed with the channel-opening brush or maj-1888. The device passed the leak test. The detergent solution used is beiqing kangling peracetic acid disinfectant. The hospital sometimes forgot to flush the elevator steel wire tube. All channels were flushed with and immersed in the disinfectant. On (B)(6) 2022 the water filter changed. The automatic endoscopic reprocessor (aer) used was xin hua the detergent solution was xin hua.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Due to limitations at the repair center, the culture test failure could not be verified. The device evaluation found watertightness was lost due to a pinhole on the connecting tube, the image guide protector was cut, the universal cord had a dent, the switch box had a dent, the suction cylinder was shaved, switch 1 was cut, the forceps channel port had a dent, the electrical contact of the video connector was shaved, the switch box had fluid invasion, switch 1 worked intermittently, the forceps coil pipe was leaking, the light guide tube was wrinkled, and the insertion section was wrinkled. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis lucera duodenovideoscope tested positive for a bacterial culture and the forceps coil pipe was leaking. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.